Manufacturer narrative:
(B)(4). The pump was returned for cosmetic damage located at the reservoir tube area found on (B)(6) 2021. The pump was received with missing retainer and partially broken reservoir tube lip. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer and partially broken reservoir tube lip. The following were noted during physical inspection: partially broken reservoir tube lip, missing retainer, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads.. Missing retainer and partially broken reservoir tube lip are confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the insulin pump was broken. No harm was required during medical intervention. The insulin pump will be returned for analysis.